Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide information that was inadvertently not included in the initial medwatch report. Corrections to d9 and h3: one of the two instruments from lot 04865210707 was returned for evaluation after this complaint was closed. The investigation confirmed that the sheath had come detached from the handle. A failure investigation was performed for this failure mode. As a result, there was a planned sheath anchoring and adhesion design change to address this issue. Note that lot 04865210707 was the subject of two mdrs for this event (3007222345-2023-00042 and 3007222345-2023-00043).

Manufacturer narrative:
The subject devices were not returned to veran for evaluation. Since the date of this event, the manufacturing process is being updated to address this failure mode. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician reported that while trying to place a fiducial marker, the first brush (ins-0352 always-on tip tracked brush, 15mm l, 1.8mm od) broke when the sheath separated from the hub of the handle. The physician was able to place 2 fiducial markers with a second brush before the sheath separated from the hub of the handle. A third brush was opened, but the physician was unable to place a fiducial marker before the sheath came apart from the hub of the handle. They confirmed fiducial marker placement using fluoroscopy. The physician was able to successfully complete the intended procedure. There was no procedure delay and there was no injury to a patient or user as a result of the reported issues. This report is being submitted for the issue with the second ins-0352. The issue with the first ins-0352 is being reported on medwatch 3007222345-2023-00042. The issue with the third ins-0352 is being reported on medwatch 3007222345-2023-00044.